Manufacturer narrative:
Updated the reporting institution name.

Manufacturer narrative:
Updated the health impact grid.

Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating the device won't start anymore. The device use is unknown; however, there is no impact on the patient.